Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient sought medical attention with their diabetologist around (B)(6) 2026 (exact date of contact with hcp not provided) with an infection that developed at the infusion site (leg), while wearing the pod between 37 and 48 hours. The patient reported that the site was red and irritated and there were purulent discharge, blood and fluid that the patient thought may be insulin visible. The site was treated with an unspecified topical antibiotic cream. It was also reported that the topical cream ¿elocom¿ (mometasone furoate 0.1%) was used.